Event description:
It was reported that the patient received an inappropriate shocks due to t-wave oversensing. Technical services advised some programming options. After reprogramming, the patient received another inappropriate shock. Also, the smart pass feature on this device had programmed itself off due to low intrinsic amplitudes. This is normal device function. The entire system was explanted.